Manufacturer narrative:
The bactiseal peritoneal catheter (ID (B)(6)) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated, no occlusion noted. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information received: "during the implantation, ventricular catheter penetrated chorioid plexus. Few days after the implantation, diagnostic imaging confirmed that the ventricular catheter came off and the peritoneal catheter had fallen off. A revision surgery was performed on (B)(6) 2024."

Event description:
N/a.

Event description:
This is 3 of 3 reports linked to mfg report number: 3013886523-2024-00262. 3013886523-2024-00263. A physician reported a hakim valve (ID 823162) was implanted due to unknown reason via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. After the patient was born, she was treated with meningocele, and an ommaya reservoir was implanted. Three weeks after birth, the hakim valve was implanted. The ventricular catheter (ID ns0338) was implanted from dorsal horn, but it penetrated choroid plexus and it entered temporal horn. In addition, peritoneal catheter (ID ns0339) had coiled up in abdominal cavity. Therefore, due to suspicion of obstruction; the valve, ventricular and peritoneal catheter were removed and replaced on (B)(6) 2024. The patient recovered. According to information provided, it is unknown if the patient had any signs and symptoms due to the product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.